Event description:
09/19/2023, additional information was provided: "when did this event occur? - friday (B)(6) 2023. What type of case did this occur in? - ankle arthroscopy. Were all shaving retrieved from the patient? - yes to best of ability. Will the 2 damaged devices be returned or were they discarded? - yes, working with hospital to return the 2 broken shavers. What was used to complete the case? - the second shaver which also threw off metal shavings".

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted metal particulates in the joint space. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
On 09/15/2023, it was reported by a sales representative via (B)(4) that (2) ar-7300ds dissectors were producing metal shavings. This occurred during a procedure when the devices were in reverse on 8000rpm and working on bone material. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.